Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.5 x 33 mm xience prime stent delivery system (sds) was advanced to the lesion without issue, and inflated to 12 atmospheres (atm). The stent was implanted; however, a dissection was observed. An additional xience prime stent was implanted for treatment. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.